Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb).the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.